Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty in (B)(6) of 2011. Patient's legal counsel further reported patient allegations of pain, debilitation, infection, metal-on-metal and elevated metal ion levels. There has been no reported revision procedure to date. A review of invoice history confirmed that the initial surgery occurred on (B)(6) 2011; however, metal-on-metal components were not implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "pain, discomfort, or abnormal sensation due to the presence of the device." And, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2014-02392/02393, 02430/02433).